Event description:
The lower jaw of the double action grasper broke off in pt while holding gallbladder. The procedure was delayed to locate and retrieve the broken jaw. The pt did not suffer any adverse effects as a result of this incident.